Manufacturer narrative:
Investigation was solely based on the ufr¿s event description as no more information was made available, which would enable a case-specific evaluation. It was reported that the device is back in use after a third-party repair intervention. Indeed even the nature of the malfunction remains unknown and thus, this report is filed in abundance of caution since it cannot be excluded that a stop of ventilation has occurred. No investigation can be performed, and no reliable conclusion about the root cause for the user's experience can be made. Complaint data, however, reasonably suggests that there is no systemic issue with this type of device present.

Event description:
It was reported that the device passed the self-test but later failed during use. It was further mentioned that the device was replaced, and that no patient consequences have been reported.